Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing ongoing issues with elevated blood glucose (bg) levels. The customer did not provide any bg values, but stated that the issue occurred from (B)(6) 2015. Elevated g levels were treated by administering a correction bolus. Tandem technical support discussed factors that could affect bg levels with the customer. The customer will be consulting with their healthcare provider.